Event description:
Additional information was received. The loss of capture did not result in asystole as the left ventricular lead was still capturing. The physician did not feel there was a device or lead malfunction, however this could not be refuted.

Manufacturer narrative:
According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead experienced a fall and was admitted to the intensive care unit. Device interrogation was normal, however, revealed increased threshold measurements were obtained. In addition, there was loss of capture. A chest x-ray revealed the lead remained in position. The right ventricular outputs were reprogrammed and will be further monitored. It was thought the loss of right ventricular capture and subsequent loss of biv pacing may have contributed to the patient's condition as the patient with this device has severe cardiomyopathy and reduced ejection fraction.